Event description:
It was reported that the ilet user experienced hyperglycemia after not announcing a breakfast consisting of coffee with milk and sugar during the first week of therapy. The event included a high alert and blood glucose reaching 300 mg/dl which was addressed through troubleshooting and education on proper meal announcements. Symptoms included hyperglycemia, headache, facial swelling, and blurry vision. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and the event was associated with improper or incorrect use involving the user interface, with a usage problem identified as a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.